Event description:
It was reported that the deep brain stimulator was not working. The battery may have been dead. No pt symptoms were reported. The pt did not have a device- managing hcp at the time of the report. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.